Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position with dried blood/body fluid in and around the mechanism; the helix appeared normal and intact. Further inspection noted setscrew marks in the correct location and a cut in lead insulation 31 cm from the terminal pin. The inner cathode coil appeared twisted and protruded through the outer coil at the lead tip; x-ray of the area confirmed a stretched and twisted cathode coil that was the suspected result of the explant procedure. Subsequent electrical testing returned normal results though the lead did not pass pressure testing due to the observed insulation damage. Laboratory analysis confirmed the reported helix issues based on the lead x-ray but was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Analysis did not identify any other lead characteristics that would have caused or contributed to the reported dislodgement. Several implant technique and product design factors may contribute to helix extension/retraction difficulties, including: tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, kinks in the lead introducer sheath, under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts. In addition, the ingevity lead was designed with single filar inner and outer coils for improved flex fatigue and for better performance within an MRI environment, with multiple layers of insulation between the conductors for long-term reliability. This design, in conjunction with the contributing factors mentioned above, may impact the rat.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to have dislodged and exhibited non-detection and loss of capture (loc) at 5 volts. A revision procedure was performed at which time the physician attempted to reposition the lead but was unable to re-extend the helix. The lead was removed and a new lead replaced without issue. No additional adverse patient effects were reported. This lead is no longer in service.